Manufacturer narrative:
Due to the unusual circumstances reported involving this device, the MFR believes this is an extremely rare accident. If the product had been worn without exposure to the flame of a candle causing it to burn, or had the pt had the ability to move, more than likely, this incident would not have occurred. Based on the info known, it is concluded this is an unusual event.(see scanned page)

Event description:
Pt was given a candle by his mother. Candle came in contact with a bandage being worn on the pt's pinky finger. It was reported that the bandage caught on fire and burned the pt. The pt has partial amputation of the pinky finger and skin graft on the ring finger. Note: MFR's product was not confirmed until 10/12/07.